Event description:
Medtronic received a report that the deployment shape of the tip end of the stent in the body was abnormal, unable to be opened, and was in the shape of a bell mouth. After being withdrawn from the body, it was found that the tip end of the stent was damaged and burrs appeared. After the stent was replaced, the implantation was smooth. No patient symptoms or further complications were reported as a result of this event. Dapt was administered. Angiographic result post procedure showed the blood flow was smooth and the stent adhered to the wall well. The pipeline was used for an indication that is not approved (off-label). The pipeline and any accessory devices were prepared as indicated in the IFU.   The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with a max diameter of 5mm and a 4mm neck diameter. Landing zone was 4.5mm distal and 5.2mm proximal. It was noted the patient's vessel tortuosity was normal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the entire distal end of the stent was located in the straight section of the blood vessel. There were additional steps or other devices attempted to open the pipeline, such as, trying to retrieve the stent into the microcatheter and re-deploying it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of ped2-500-16, lotno:b597111 . As found condition: the pipeline flex shield braid was returned inside of a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal end of the braid were found fully opened and no damage. No bend was found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad or with the proximal bumper. No other anomalies were observed. Conclusion: based on the returned device, the customer complaint was not confirmed as the distal, middle, and proximal of the braid were fully opened and no damage. The cause of failure to open could not be determined. Customer reported that vessel tortuosity was normal., ruling out vessel tortuosity as a potential cause. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The pipeline was used for an indication that is approved (on-label).